Event description:
It was reported that a patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant on the left breast. Post-operatively, the patient was diagnosed, via MRI, with left breast implant rupture. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2026.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2026. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 25, 2026, mentor received additional information that indicated that the date of event was on november 6, 2025, and the patient's date of explantation surgery has been updated to (B)(6) 2026. In addition, the patient also developed left breast capsular contracture (baker grade ii). The breast is characterized by hardness and asymmetry.

Manufacturer narrative:
On may 8, 2026, mentor received additional information that indicated that the patient's implants were replaced bilaterally with two mentor gel implants.